Manufacturer narrative:
Customer clarified patient impact. Record updated. Evaluation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Was the catheter breakage confirmed through diagnostic evaluation? Yes. If yes, what diagnostic method or test was used to verify the presence of the catheter fragment? The anesthesiologist completed an ultrasound examination which confirmed ¿hyperechoic structure approx. 10-15 mm in length within left forearm vein¿, the cannula remained in the patient. What procedure or technique was employed to remove the catheter fragment from the patient? A cutdown was performed to remove the cannula.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Date of incident: (B)(6) 2025 concern description: internal cannula broke off in patient when anesthesia flushed IV site.